Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with blood glucose rising to approximately 290 mg/dl for about 2 to 3 hours before declining to 190 mg/dl; no alerts or alarms were reported, no backup therapy was used, and no ketone testing or medical intervention occurred. Symptoms included no acute clinical effects. Outcomes included no functional impairment or need for healthcare services. Investigation included complaint intake review and user troubleshooting and education. Investigation of this case revealed that the device appeared to be delivering correction as glucose levels decreased, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.